Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. Preoperative and postoperative diagnosis was incisional hernia, hepatitis c, hypothyroidism, gerd, obesity with a bmi greater than 40 and hypertension. The procedure performed was incisional hernia repair with mesh. The patient experienced surgical revision, infected mesh, and pain.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after implant, the patient experienced, infected mesh, recurrence, open wound and pain. Post-operative patient treatment included wound vac, revision surgery and removal of mesh.

Manufacturer narrative:
This information was received as a part of an extensive mesh litigation submission to medtronic. The FDA was notified of this large complaint receipt. Due to the volume of complaint information received by medtronic, this resulted in a report beyond the 30 day target. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after underlay implant, the patient experienced infected mesh, recurrence, open wound, inflammation, pain, adhesions, and a small bowel obstruction. Post-operative patient treatment included wound vac, wound debridement, lysis of adhesions, revision surgery, removal of mesh, and removal of inflammatory and devitalized tissue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after underlay implant, the patient experienced infected mesh, recurrence, open wound, inflammation, pain, adhesions, a small bowel obstruction, abscess, serosal tears, devitalized tissue, mesh folded. Post-operative patient treatment included wound vac, wound debridement, lysis of adhesions, revision surgery, removal of mesh, small bowel resection, removal of inflammatory and devitalized tissue, hernia repair with mesh, sicu, repair of serosal tears, resection of previous anastomosis, myofascial component separation with posterior transversus abdominus release, partial mesh removal.

Manufacturer narrative:
Additional info: a4, b5, b7, h6 (patient codes, imf codes, ime e2402: "irritable bowel syndrome"). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after underlay implant, the patient experienced seroma, disfigurement, irritable bowel syndrome, bloating, infected mesh, recurrence, open wound, inflammation, pain, adhesions, a small bowel obstruction, abscess, serosal tears, devitalized tissue, mesh folded. Post-operative patient treatment included medication, wound vac, wound debridement, lysis of adhesions, revision surgery, removal of mesh, small bowel resection, removal of inflammatory and devitalized tissue, hernia repair with mesh, sicu, repair of serosal tears, resection of previous anastomosis, myofascial component separation with posterior transversus abdominus release, partial mesh removal and celiotomy.

Event description:
The patient's attorney alleged a deficiency against the device. The product was used for therapeutic treatment of an incisional hernia. It was reported that after underlay implant, the patient experienced infected mesh, recurrence, open wound, inflammation, pain, adhesions, a small bowel obstruction and abscess. Post-operative patient treatment included wound vac, wound debridement, lysis of adhesions, revision surgery, removal of mesh, small bowel resection and removal of inflammatory and devitalized tissue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.